Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing over sensed noisy signals dating back to near the time of implant. The noise looks quite non-physiologic according to the field representative. An abandoned rv lead was suspected as the cause for the noisy signals. An x ray analysis was recommended in order to determine the exact origin. The patient appears to be pacing dependent. The longest pause noted was more than two seconds. The rv lead remains in service. No additional adverse patient effects were reported.